Manufacturer narrative:
Findings: unit received with cracked and bleeding lcd glass. Unable to perform functional test including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, selftest, error test or verify operating currents due to physical damage to lcd glass. Unit received with cracked case at display window corners. Unit received with minor scratched lcd window.

Event description:
Unit received with cracked and bleeding lcd glass. Unable to perform functional test including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, selftest, error test or verify operating currents due to physical damage to lcd glass. Unit received with cracked case at display window corners. Unit received with minor scratched lcd window.